Manufacturer narrative:
Results: eval of the returned product confirmed that the battery contacts are bent. Also, there is evidence of water exposure. The battery door closes properly. Although, the contacts are bent, the unit powers on and passes all functional tests. (B)(4).

Event description:
Customer reported the alarm will power on, but only sounds when the battery door is pressed. Customer confirmed that the battery contacts appear a little bent. The date when the issue was discovered is unk. No pt incident or injury was reported.